Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to stress, handling, or other factors. The event can be detected by following the instructions for use which state: "inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the ultrasonic gastrovideoscope, had cracked on the front of the transducer at the red sheathing. Upon inspection and testing of the customer returned device, deep cut/lifting part on the probe unit that reached to the hard part under the pink probe coating. In additional, acoustic lens surface was damaged and scratch which reached to the glue-layer. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, grip scratched, suction cylinder deformed, acoustic lens scratch which reaches to the glue-layer and connecting tube coating peeling. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.